Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed device thrombosis. Of note, the device appeared to have been exposed to a fixative agent (e.g. Formalin) prior to being returned to abbott for evaluation. The interior textured surface of the inflow cannula revealed a red, tissue-like deposition strongly adhered to one side of the proximal lumen. Upon disassembly of the returned pump, examination of the rotor found white and red depositions occluding the eye and vanes. Additional white depositions with denatured blood were found in the pump cover, extending to the pump cover outflow and outflow graft attachment. There was a white and red deposition within the interior of the outflow graft. The denatured blood appeared consistent with poor surface washing corresponding to the low flows captured in the controller and lvad log files. Samples of the depositions were sent to an outside lab for histology. It was noted that there was ¿adipose tissue with vessels within supporting mature connective tissue¿ present within the pump rotor, suggesting that biological material was ingested into the pump. Although, the origin of this deposition could not conclusively be determined, it could have contributed to the confirmed flow issues. The remaining depositions appeared consistent with hemorrhage. Incidental findings: incidental-ofg obstruction: deformation of the outflow graft was observed during evaluation of the returned device. This deformation did not appear to have had an impact on device functionality. The current version of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 13feb2019. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had zero flow on the left ventricular assist device (lvad). A controller was done with no change in flow. A review of the log file captured the flow dropping to 0 liters per minute (lpm) on (B)(6) 2020 at 8:00:50 am. After the flow dropped to 0 lpm, it remained at 0 lpm for the rest of the event history. During this time the motor power was trending downward. The pump saw a reduction in blood volume. The patient was completely asymptomatic. An echo was done and a cta was ordered. The cta showed that the outflow graft was widely patent without evidence of kink or stenosis. The patient had low flow alarms. The CT was otherwise unremarkable. The patient underwent a pump exchange on (B)(6) 2020. The controller will be returned with the pump. The patient was asymptomatic and recovering from pump exchange on (B)(6) 2020. The low flow alarms resolved after the pump exchange.